Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 28-jun-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 28-jun-2018 with the following findings: during investigation, the battery compartment was cracked on the side from the threads to the cover.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.